Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to login to health sight viewer, when they tried to login, it came out message that saying you are not currently authorized to access health sight viewer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: h6 a supplemental MDR was submitted to reflect the correct medical device component code.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to login to health sight viewer, when they tried to login, it came out message that saying you are not currently authorized to access health sight viewer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the unable to login to healthsight viewer (hsv). A technical support specialist (tss) reviewed the user's active directory profile and confirmed that everything appeared in order with no errors detected. Browser history and cache were cleared as part of the troubleshooting steps. The customer verified successful login to the healthsight viewer (hsv). A follow-up email was sent, and with the issue resolved, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.